Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started to have problems with urination on (B)(6) 2016 and wanted to increase stimulation. The patient did not feel stimulation. The therapy was not on at the time of the report, so it was turned on and the situation was resolved. After troubleshooting, the implantable neurostimulator (ins) was turned off. The patient was on program 2. They increased stimulation to 0.7v, but it was uncomfortable, so they turned it back to 0.6v. The patient had a follow-up appointment scheduled for (B)(6) 2016. Additional information received indicated that the patient saw the healthcare provider (hcp) on (B)(6) 2016 since their accidents were really bad. Stimulation was changed to 1.0v, but it was painful, so it was changed back. The patient noted that they weren't able to adjust stimulation. It was indicated that the patient was on program 3 at 0.9v, but wanted to try a different program. During the call, they switched to program 4, but were unable to increase stimulation. It was confirmed that the ins was off. Patient services reviewed how to turn the ins on, and the patient was able to increase stimulation to a comfortable amplitude of 1.2v. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.